Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 91 mg/dl at the time of incident. The customer stated that the no delivery alarm recurred after changing multiple infusion sets. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.